Event description:
This unsolicited device case from (B)(6) was received on 19-jul-2016 from the patient. This case concerns an adult female patient who received treatment with synvisc one on (B)(6) 2016 and 1 day later knee got very inflamed/knee started inflaming again, 4 days later she felt her blood pressure was a bit higher than normal and few days later experienced difficulty walking. The medical history, concomitant medications and concurrent conditions were not reported. Past drug included synvisc one. On (B)(6) 2016, tuesday, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) in both knees for severe osteoarthritis. On (B)(6) 2016, beginning the day, 1 day after receiving treatment with synvisc one, the patient experienced swelling in right knee (right knee swelled up). Her knee got very inflamed (about 4x the size of her knee). She went to the hospital to remove the liquid from her knee and was feeling better for about 1 hour until her knee started inflaming again. The second time her knee was inflamed was a lot less worst than the first time but she was still in pain. The hospital also did tests to see if she would have possibly had an infection but the results came out negative. The patient indicated that the physician tried using a larger gauge needle this time but had no success in pushing the liquid into her knee so switched to a normal gauge needle and was able to complete the administration. This was not the first time that she had received the injection and in the past had no issues. On (B)(6) 2016, saturday, 4 days after receiving treatment with synvisc one, the patient went to the emergency room (ER) since her knee was swollen and she felt her blood pressure was a bit higher than normal. It was reported that the physician removed 4 syringes of fluid at the ER. On an unknown date in (B)(6) 2016, few days after receiving treatment with synvisc one, the patient was now having difficulty walking and planning on getting another injection. The patient was not willing to provide specific details beyond this as she indicated that she already reported the event to the agent at the support program. Corrective treatment: fluid removed and naproxen for nee got very inflamed/knee started inflaming again; not reported for felt her blood pressure was a bit higher than normal and difficulty walking. Outcome: not recovered/ not resolved for nee got very inflamed/knee started inflaming again and difficulty walking; unknown for felt her blood pressure was a bit higher than normal. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. (B)(4) global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for knee got very inflamed/knee started inflaming again additional information was received on 20-jul-2016. Global ptc number and results were added. Text was amended accordingly.